Manufacturer narrative:
The hls set was directly involved in the incident which occurred during patient treatment. It was reported that a fibrin deposit has been formed where the flow/bubble sensor pinched the tubing. A picture showing the fibrin deposit was provided by the ssu. According to the communication with ssu on 2020-04-03 the flow sensor probably does not heat up but it distorts the tubing, this deformation alters the flow of blood in the circuit. According to the hls risk assessment (dms # 1468452, v22) following causes can lead to the issue: -particles in circuit due to shear forces -stenosis in hls set leading to high shear stress and hemolysis as the fibrin deposit is visible in the picture the reported failure could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A follow up medwatch will be submitted when additional information becomes available.

Event description:
The customer have a fibrin deposit on the portion of the tubing hosting the flow sensor. It would appear that the flow sensor heats the plastic and distorts the tubing promoting the development of fibrin. (B)(4).